Event description:
Per the clinic, the patient has developed allergy reaction to silicone and experienced infection at the implant site (specific date not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2014 (specific date not reported) where the skin was incised and pus drained during the procedure; however, this did not alleviate the problem resulting in a decision to explant the device. The device was later explanted on (B)(6) 2014, and the patient was reimplanted with another device on (B)(6) 2016 (specific date not reported).